Event description:
Related manufacturer reference number: 2017865-2021-35476. It was reported that patient presented in emergency room (ER) due to failure to communicate their pacemaker to the home monitor. Patient had slow rhythms with near syncope and went asystole. The pacemaker was unable to be interrogated in the clinic with a programmer, while also having no magnet response when attempting to force the device to pace. It was also noted that patient's right ventricular (rv) lead caused pocket stimulation. Furthermore, the lead had oversensing resulted in pacing inhibition and pacing at the left shoulder area. The pacemaker was reprogrammed to explant and replaced on (B)(6) 2021. The lead was capped and replaced at the same day. Patient was stable with no further asystole.